Manufacturer narrative:
Expiration date: added. Manufacturing date: added. The electronic device history record (edhr) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, visual, dimensional and functional testing could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that target coil inspected and confirmed to be in good condition during/after unpacking and preparation and no damage noted to the packaging. Also, the product was prepared as per dfu. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to this event.

Event description:
It was reported that the coil was prematurely detached from the detachment zone inside the introducer sheath when advanced inside the patient¿s anatomy. No patient consequences were reported due to this event.

Event description:
It was reported that the coil was prematurely detached from the detachment zone inside the introducer sheath when advanced inside the patient¿s anatomy. No patient consequences were reported due to this event.

Manufacturer narrative:
D10/h3: product available to stryker: updated. H3: device evaluated by mfg: updated. H3: summary attached: updated. H6: method code grid: updated . H6: result code grid: updated . H6: conclusion code grid: updated . H10 and/or h11: updated. The electronic device history record (edhr) review confirms that the device met all material, assembly and performance specifications. The reported event is documented in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event.the main coil was returned attached to the delivery wire. As such, the as reported main coil prematurely detached/separated during use was not confirmed. And, during analysis, coil was found kinked/bent. In the case of this complaint it is most likely that the coil kinked during coil advancement against friction. This complaint appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. Therefore, an assignable cause of procedural factors will be assigned to the as reported and as analyzed issues main coil prematurely detached/separated during use and main coil kinked/bent. The product investigation confirmed that the main coil was found intact and not detached prematurely as reported. It is highly unlikely that the kink/bent noted on the main coil may contributed to and/or cause any patient injury; therefore, this record has been deemed non-reportable with an awareness date of (B)(6)2020.

Manufacturer narrative:
The subject device not returned.

Event description:
It was reported that the coil was prematurely detached from the detachment zone inside the introducer sheath when advanced inside the patient¿s anatomy. No patient consequences were reported due to this event.